Manufacturer narrative:
This report is submitted on 14 may 2020. (B)(4).

Manufacturer narrative:
This report is submitted on 22 november 2019.

Event description:
Per the clinic, the patient experienced poor performance with device use resulting in explant of the device on (B)(6) 2019. The patient was re-implanted with a new device during the same surgery.